Event description:
Caller reported intermittent occlusion alarms stating they change infusion set and cartridge to resolve the occlusions. There was no adverse impact on the customer¿s blood glucose level. The customer reported ongoing occlusions since september of 2024 and reports continued use of the pump.